Manufacturer narrative:
Corrected h.6 investigation codes. The valve was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints for regurgitation. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided for review. The valve was not positioned centered on the markers before deployment. The contrast media flew through the ventricular area and all around the frame, confirming the pvl. A waist appeared on the deployed valve frame. Post valve in valve, the pvl had been reduced to trace. The IFU, thv patient screening manual, device preparation manual, and procedural training manual were reviewed. Correct sizing of the thv is essential to minimize the risk of paravalvular leak, migration, and/or annular rupture. During thv deployment, check to ensure the thv is exactly between the valve alignment markers, the flex tip is on the triple marker, and the balloon lock is locked. Perform thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Assess the thv post deployment using fluoroscopy. Target final valve position after thv deployment at 70/30 to 80/20 (aortic/ventricular) when using optimal initial thv positioning where the center marker is within the optimal initial center marker zone. Anatomy (stj, calcification, coronaries, etc.), % area sizing, thv size and foreshortening / inflation volume should also be considered when initially positioning the thv. Wide pulse pressure (with lower diastolic pressure than baseline) may indicate severe ar. Tee should be used for assessing prosthetic valve function and aortic regurgitation (central or paravalvular). No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The transvalvular regurgitation was unable to be confirmed and paravalvular regurgitation was confirmed based on the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the device lot history, complaint history and DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. As reported, 'after deployment of first valve, paravalvular leak and severe central leak was observed. The decision was made by the operator to implant a second 23mm sapien 3 valve, with great results'. Per imagery review, the deployed valve appeared to have waist, which indicated that the valve was under expanded. Due to under expanded valve, the valve couldn't be sealed against the annulus, which resulted in paravalvular leak. As such, available information suggests that procedural factors (thv under expanded) may have contributed to the complaint event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Due to the limited information and without the relevant imagery, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
Imagery was provided for review. A.2, a.3, and b.5 have been updated based on the imagery. Added h.6 device code. Investigation is ongoing.

Event description:
As reported by the edwards south american affiliate, after deployment of a 23mm sapien 3 valve in the aortic position by transfemoral approach severe central and paravalvular regurgitation were observed. The decision was made to implant a second 23mm sapien 3 valve within the first with great results. The patient was well and discharged. Based on imagery provided, prior to valve deployment, the valve appeared to be not centered on the balloon before deployment. After deployment there was severe pvl, after the valve in valve there was no pvl.

Event description:
As reported by the edwards south american affiliate, after deployment of a 23mm sapien 3 valve in the aortic position by transfemoral approach severe central regurgitation with some paravalvular regurgitation was observed. The decision was made to implant a second 23mm sapien 3 valve within the first with great results. The patient was well and discharged.

Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, with the limited information provided, the cause of the regurgitation is unknown but may be related to mechanisms above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.